Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide detachment was confirmed. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device via a 6f sheath after a heart catherization interventional procedure. Reportedly, upon removal of the proglide device after deployment, it was noted that the device had separated into two pieces at the junction distal to the foot. There was no resistance noted during advancement or withdraw of the device and no issues retracting the foot. The separated portion remained in the patient; therefore, a snare device was used via right common femoral (rcfa) access and the separated portion of the proglide was successfully removed. The sutures of the proglide device were able to be used to achieve hemostasis in the lcfa. Another proglide device was successfully used to achieve hemostasis after the snaring in the rcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.